Manufacturer narrative:
Pump was received with blank display due to moisture damage on electronic assembly. Unable to verify failed battery test alarm due to blank display. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had battery failed alarm. The customer blood glucose level was unknown. Customer stated that contacts was not missing, damaged also not corroded also neither compartment nor spring was damaged or corroded. Customer stated that insulin pump did not alarm battery failed alarm. The device will be returned for analysis.